Event description:
It was reported that the iab was inserted in the or following CABG and avr/mvr surgery. Approximately 12 hours after insertion of the iab, helium loss alarms were experienced, and blood was observed in the helium tubing. As a result of this, the iab was removed. Replacement was not indicated. There were no pt complications.